Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection found the keyhole assembly was obscured from the sensor which contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported will not register key, which was confirmed during evaluation. A review of the event history log identified will not register key as invalid clamp detected messages. The cause was determined to be the faulty keyhole assembly. The keyhole assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not register key. There was no known patient injury or medical intervention associated with this event. No additional information is available.